Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio inr - 2.0; lab inr - 2.8. The time between testing was one (1) hour. Reportedly, the finger was "milked" after the finger stick. Therapeutic range 2.5 - 3.5 for the pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. Product performed as expected. A review of the batch record for the lot did uncover non-conformance, but this issue had no relevance to the case in complaint. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.